Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during the prime. The reported blood glucose reading was 300 mg/dl, which was treated prior to the call. Troubleshooting was performed and the insulin pump failed the displacement test. The customer stated that the insulin pump was not exposed to any high magnetic fields. Nothing further was reported.